Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "upon deployment the ivc filter would not disengage from the hook of the deployment system. When it finally did disengage it caused the filter to tilt. Went back in, retrieved it and deployed another one." Patient outcome: the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A2) unknown as information was not provided. A3) unknown as information was not provided. A4) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Summary of investigational findings: the jugulare system and the filter are returned. No anomalies on the filter or filter hook. The grasping hook can be advanced and appears as intended. The grasping hook can grasp and release the filter without difficulties. The root cause for the reported "would not disengage from the delivery system" cannot be determined. It is known from the literature that excessive back tension could result in deployment difficulties/failure when pressing the release button. The IFU addresses the issue through the statement "while keeping slight back tension on the introducer, push the release button completely to ensure proper release of the filter" and the warning "excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated". No evidence to suggest that this device was not manufactured according to specifications cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute.

Event description:
Description of event according to initial reporter: "upon deployment the ivc filter would not disengage from the hook of the deployment system. When it finally did disengage, it caused the filter to tilt. Went back in, retrieved it and deployed another one." Patient outcome: the patient did not experience any adverse effects due to this occurrence.